Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that an essure removal was performed and the patient was hospitalized. The product technical complaint investigation and final assessment were received on (B)(4) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. In this particular case, no further adverse events despite the referred removal were reported and no reasons for the device removal were given at this point in time it. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and physician performed an essure removal. This event, interpreted as essure surgical removal, was considered serious, due to hospitalization and it is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact procedure for essure removal was not specified, since device removal was required, a causal relationship with the suspect insert cannot be excluded and due to the probable surgical intervention this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information can be obtained since physician denied contact.